Event description:
A 68-yr-old white female with metastatic breast cancer, with tumors in the bone around orbits of the eye, left ribs, left scapula. Pt presented 6/12/94 with spontaneous right hip fracture. Pt taken to or 6/13/94 for the repair of the fractured hip (orif). When the bone cement was introduced the pt experienced severe hypotension which lasted for 20 minutes. Fifteen minutes later, after the surgical dressing had been applied, her bp dropped, she became asystolic. She coded and died despite aggresive use of inotropes, vasopressors and IV fluids.